Event description:
It was reported that there was a hole/lesion at 4cm in the PICC line. Therapy: doxorubicina.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn3084 showed no other similar product complaint(s) from this lot number.